Event description:
Ous MDR - impedance measurements increased to greater than 3200 ohms (according to impedance measurements) with exit block. The sensing behavior was unaffected. Measurements on (B)(6) 2010 were rs = .5 v/.4 ms, z= 539 ohms. The rs increased to 4.8 v/.4 ms.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is, therefore, based on provided memory excerpts and available manufacturing documents. The manufacturing process of this device was checked. The manufacturing documents did not show peculiarities that could be associated with the complaint. All manufacturing steps were correctly executed. The analysis of the returned data confirmed the high ohm readings of the lead. In addition, the frequency histogram shows a portion of higher frequency components that could indicate possible interferences. The provided data do not allow a clear conclusion for the potential cause. In summary, the analysis of the returned data does not allow a clear conclusion. There are no indications for manufacturing errors.